Event description:
User received falsely low pth results for one pt. First sample taken in 2008 gave pth result of 11.9 pmol/l. In the next day, a new sample was taken and gave pth result of 3.8 pmol/l. Sample taken in the next day gave pth result of 15.4 pmol/l. When the ward got this result, they started to doubt the result from the initial result, so this sample was reanalyzed in the following day. This time the result was 12.1 pmol/l. This sample was reanalyzed again about three days later, and this time the result was 12.4 pmol/l. No info provided to determine if any adverse events occurred. If add'l info is received, appropriate notification will be provided.